Manufacturer narrative:
The device was not returned to erbe for an evaluation. No issues were found in a review of the product's device history record (DHR). The provided investigation report stated that "the cause of the incident was a neutral electrode burning the patient, which may be caused by poor contact between the neutral electrode and the body. It is recommended to use electrosurgical equipment with neutral electrode safety monitoring system, and the neutral electrode safety monitoring system should be turned on during use; the location of neutral electrode placement should be chosen to be close to the surgical site with good contact with the flat body surface, and the neutral electrode should be completely applied to the human body." Our understanding of this conclusion is that there were many possible misuse reasons for the cause of the reported adverse event. Procedures and warnings in the nessy omega return electrode notes on use provides guidance on mitigating the risk associated with the reported event. Therefore, it was conveyed to erbe that training was performed "on the use of the product". Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred during a surgery in obstetrics and gynecology. An electrosurgical unit or system [model(s) not reported] was being used with the erbe nessy omega return electrode (also referred to as a neutral electrode, patient plate or pad, etc.). The neutral electrode was placed on the "patient's thigh". Then, "the patient's thigh was burned by the neutral electrode" and "the instrument used did not alarm". Finally, there was no report of any additional treatment needed to address the burn to the patient.